Event description:
It was reported to vyaire medical that the screen of the avea ventilator was flickering while in use. There is no information of patient harm associated with the event as of this time.

Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.